Event description:
A bipap a40 device was returned to the manufacturer for preventative maintenance service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, the power shut down alarm did not sound. The service technician states that the main board was replaced to resolve the issue. Additionally, the keypad was replaced due to scratches. The blower and outlet flow path were replaced for maintenance. Inspection, cleaning and functional testing was performed.